Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual address guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's the use of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient came in for his routine clinic visit and reported feeling a bit more fatigued, dizzy and lightheaded. He was noted to have an international normalized ratio (inr) of 3.3 with a hemoglobin (hgb) of 6.6. The patient further reported that he had had dark brown/tarry stools for the last two days. At the time of the event, the patient was taking coumadin and aspirin. A preliminary review of the controller log files revealed low flow alarms with a slight decrease in flows on (B)(6) 2016. The patient was re-admitted for further evaluation and his coumadin and aspirin held and he was started on intravenous (IV) heparin and plavix.. The patient's medical team opted to allow the patient's inr to "drift down" rather than reverse it. They further noted that the patient did not have a history of gastro-intestinal (gi) bleeds prior to his hvad implantation but does have a history of gastric ulcers.the site reported that the patient had received a total of eight units of packed cells over the next week. An endoscopic gastro-duodenoscopy (egd) was found to be unremarkable; but a colonoscopy revealed a large pedunculated bleeding polyp in the patient's cecum. On (B)(6) 2016 (at around 3am), the patient developed four bloody bowel movements with frank blood and associated with low flow alarms related to hypovolemia. With the fourth of these events, the patient lost consciousness while sitting on the side of the bed. Rapid response was called and the patient regained consciousness with increased hvad flows. He did not experience an injury or fall. He was further treated with IV fluids, with the transfusion of another unit of packed cells and with the cessation of his heparin infusion. He also underwent another colonoscopy that revealed bleeding at the previously removed polyp in the cecum. The area was cauterized and an additional clip placed. The patient's hemoglobin is reported to have stabilized and remained in the 8s after this treatment. The patient was reported to be unos class 1b and underwent a heart transplant on november 1st 2016. The site reported that the transplant was not related to a device issue and the transplant had not been expedited because of the hvad device. The site further reported that the pump and peripherals will not be returned and will be disposed of by the site.